Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that, increased capture thresholds were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was in stable condition.